Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On the same day as onset, the patient was hospitalized the and was treated with vancomycin injection (1gm once in 4 days, stopped) and fortum injection (1gm once a day, stopped) for peritonitis event. At the time of this report, the patient has recovered and was still hospitalized. Pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.